Manufacturer narrative:
As received, a complete lead was returned in one piece, with the helix retracted and clogged with blood and tissue. X-ray examination showed the inner coil was over torqued at the connector region consistent with the attempted implant procedure. After the helix housing was cleaned, the helix functioned normally. The reported field event of the inability to extend the helix of the tendril sts lead was confirmed.

Event description:
During the implant procedure, it was noted that the helix of the right ventricular (rv) lead could not be extended and the lead could not be implanted. A new lead was used to complete the procedure and the patient was stable with no adverse consequences reported.